Event description:
New information received noted that device had dislodged to the pulmonary artery.

Event description:
It was reported that patient complained of extra cardiac stimulation in their stomach and pelvis area a day after initial implant of a leadless right atrial leadless pacemaker (lp). An x-ray showed the lp had dislodged. The device was explanted and not replaced. Patient was stable.

Manufacturer narrative:
Reported event of device dislodgment was not confirmed. Visual inspection noted the outer helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Manufacturer narrative:
Correction: h11 - reported event of device dislodgment was not confirmed. Visual inspection noted the outer helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.